Event description:
It was reported that prior to a vacuum assisted breast biopsy procedure, the device package allegedly had cracks. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were reviewed. The photos shows the crack in the package of the encore probe. Based on the photo review the reported cracks can be confirmed. A definitive root cause for the alleged cracks on the device package could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2022), the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that prior to a vacuum assisted breast biopsy procedure, the device package allegedly had cracks. There was no patient contact.